Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, the reported event may be related to the anchor becoming caught on a structural anomaly within the artery, the device not being pulled back enough, and improper placement of the sheath. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that hemostasis was achieved with the angio-seal device without any difficulty or problems during the procedure. The next morning, coldness of the patient's lower limb was observed, and their abi score dropped from 0.9 to 0.6. Ultrasound examination found that a substance like collagen was inside the artery. The substance was removed from the artery with mosquito forceps. The physician could not decide what the substance really was with visual inspection. The patient's condition has been monitored at hospital. The procedure before deploying the device was percutaneous peripheral intervention. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. The blood loss was less than 250 cc's. There were no other devices or equipment being used with the reported product.